Manufacturer narrative:
Medtronic was made aware of this event through a search of literature publications. It was not possible to ascertain specific device information from the literature publication or to match the event with previously reported events. This information is based entirely on journal literature. This event occurred outside the us. All information provided is included in this report. Of note, multiple manufacturers/multiple methods were noted in the article: radio frequency ablation and cryoballoon ablation. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: ¿techniques for reducing air bubble intrusion into the left atrium during radiofrequency catheter and cryoballoon ablation procedures: an ex vivo study with a high-resolution camera.¿ heart rhythm 2018; pp 1¿12. Https://doi.org/10.1016/j.hrthm.2018.07.038. If information is provided in the future, a supplemental report will be issued.

Event description:
The literature publication reported the following product performance issue during the ex vivo study of a cryoballoon ablation balloon and steerable sheath catheter: air bubbles were seen during the simulation of the ablation procedure. Of note, multiple manufacturers/multiple methods were noted in the article: radio frequency ablation and cryoballoon ablation. A silicone heart model was used for the procedure, and ¿all manipulations replicated the actual clinical procedures conducted at the hospital¿. There were small and large air bubbles noted during the procedure: at the time of sheath flushing, and prior to the time of inserting the balloon into the sheath. It was also noted that the balloon was ¿massaged¿ in a saline solution to remove the air bubbles. The author concludes by indication, ¿air bubbles enter the la at specific times during rf catheter and cb ablation procedures; however, this intrusion can be reduced using several techniques and different conditions¿. There was no patient involvement. Further follow up did not yet yield any additional information.